Manufacturer narrative:
The device was returned for evaluation. The unspecified failure was observed as suture retrieval issue/ needle to cuff miss. Additionally a cuff tab detachment was noted. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Analysis of the returned device found a cuff tab detachment.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices after a procedure using a small bore hole. Reportedly, unspecified failures occurred with both devices. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced is filed under a separate medwatch report number.